Event description:
No additional information.

Manufacturer narrative:
-Functional examination of the returned product found that the unit did not pass the sample graft test and would not cut completely. -review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. -device is used for treatment. -a definitive root cause cannot be determined. -the following actions were previously initiated to address the DHR retrieval issue -the event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device doesn't cut through tissue when going through the mesher and ratchet was not working at times. There was no harm reported and there was a delay. No further information provided. The customer then stated no event occurred the units were old and needed servicing. No adverse event was reported as a result of this malfunction.